Event description:
During routine testing of the device at the service center, the service technician reported the rear cover housing was cracked. The monitor was originally returned for the housing being separated from the sensor when the crack was found. Since the event occurred at the service center, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.